Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, in situ measurements show one channel to be in status hi for yet undetermined reasons. A date for surgery has not yet been made available.

Event description:
The patient reported that she suddenly was no longer able to hear when using the device. There was no accident or trauma reported. Re-implantation is being considered but no date for surgery has been received.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, in situ measurements show one channel to be in status hi for undetermined reasons. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that she suddenly was no longer able to hear when using the device. There was no accident or trauma reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that she suddenly was no longer able to hear when using the device. There was no accident or trauma reported. Clinical support will be contacted by the complaint originator for further recommendations.